Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced cloudy fluid. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. The patient was to be treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.